Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-13172. It was reported that during a procedure to explant the patient's scs system (reference MFR report: 1627487-2018-12817 and MFR report: 1627487-2018-12818) the physician was unable to remove the paddle portion of one of the leads. No consequences to the patient were reported.